Manufacturer narrative:
Meter was confirmed with date and time issues during further investigation. Customers and retailers have been informed through the fa21dec2006 letter.

Event description:
The customer originally called reporting they were receiving an error 6 message and they were unable to properly calibrate the meter. The meter has been returned and, through the course of investigation has been found to also have suffered spontaneous changes of date and time, resulting incorrect data to be downloaded to the customer's care provider's computer.